Manufacturer narrative:
Used to capture difficulty in cannulating the contralateral gate of the trunk-ipsilateral leg component. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm with complex dissection using a gore® excluder® aaa endoprosthesis. During the procedure, there was reported difficulty in cannulating the contralateral gate of the trunk-ipsilateral leg component. A second attempt to cannulate the gate after moving the introducer sheath into the common iliac artery was unsuccessful. Another attempt was made to cannulate the gate after deploying the ipsilateral leg; however, it was reportedly noted that the guidewire had entered the false lumen. A decision was made to convert to an aorto-uni-iliac (aui) procedure. An additional stent graft was deployed in the trunk-ipsilateral leg endoprosthesis, and a femoro-femoral artery bypass was performed. A type ii endoleak was observed on final angiography. The endoleak will be monitored by the physician. The patient tolerated the procedure.